Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the prograsp forceps instrument with this complaint and completed the device evaluation. The instrument was found to have a distal clevis pin with improper swaging. The pin was partially dislodged and stuck out at the wrist. The pin was returned still installed in the instrument grip tips. No missing material observed. As a result of the dislodged clevis pin, a cannula, and seal were returned stuck and could not be removed. Root cause of clevis pin improper swaging is attributed to a manufacturing issue. A review of the instrument log of the permanent cautery hook (part # 471093-11/ lot # n10200721-0198) associated with this event has been performed. Per this review of the logs, the instrument was last used on (B)(6) 2020 on system (B)(4). The alleged event occurred on the 8th use of the instrument. A review of the site's complaint history does not show any relevant related complaints. No image or video clip for the reported event were available for review. Based on the information provided, this event is being reported due to the following conclusion: it was reported that during a da vinci-assisted surgical procedure, the customer was not able to remove a prograsp forceps instrument from trocar. It was stuck and would not come apart. No injury was reported and no fragment fell inside the patient. There was no report of any patient harm, adverse outcome, or injury. However, the instrument grip pin was sticking out with no evidence or claim of user mishandling/misuse. If this malfunction were to recur, it could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer was not able to remove the prograsp forceps instrument from the trocar. It was stuck and would not come apart. The procedure was completed as planned with no reported injury. Intuitive surgical, inc. (Isi) contacted the robotics coordinator and obtained the following information: she did not know if any fragments fell into the patient. They believe that there were no fragments inside the patient, but it is one of the reasons why we are returning the instrument to isi so we can look if all the parts/components of the instrument are there. They did not need to make a bigger incision to remove the trocar and instrument from the patient.